Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the disconnection in cable unit led to no display of endoscopic image. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head which is an olympus asset with no reported complaint. During evaluation of the device no display of endoscopic image was found. The service repair technician indicated that the most likely cause of the failure is due to disconnection in cable unit. There was no patient involvement.